Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported high rso2 readings. No consequences or impact to patient were reported.

Event description:
The customer reported high rso2 readings. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. No external damage or defects were observed. The device passed functionality testing and obtained measurements on both channels. No product performance issue was identified related to rso2 accuracy. Contamination was found on the connector pins; however the device functioned as designed., corrected data: a2: patient age updated from a blank field to "56 yrs". A3: patient sex updated from "ni" to "male".